Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient in postcardiotomy cardiogenic shock was implanted with an impella 5.5 for mechanical circulatory support (mcs) and six hours after the implant, high purge pressure and low purge flow was encountered. Purge cassette change did not solve problem. Lyse protocol was sent out on behalf of the medical office and started, given overnight. Subsequently, the purge pressure settled down and purge flow went. All metrics were back in range. It was noted there was no harm to the patient as a result of this event. The patient continued on impella mcs for approximately 10 days before being bridge to a left ventricular assist device with a survived outcome.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The impella device was not returned for evaluation. Insufficient data logs returned as time of reported high purge pressure. Clinical details noted that 6 hours into support, high purge pressure with low purge flows. Purge cassette did not resolve issue, tissue plasminogen activator (tpa) was added to purge overnight and resolved issue. The cause of the high purge pressure could not be definitively determined as no product and insufficient data logs were returned for evaluation.